Manufacturer narrative:
E1: reporting institution phone# (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the equipment intermittently silences the alarms without pressing any button and does not correctly detect the arrhythmia limits. A patient simulator has been connected, and it is possible to reproduce the failure. The buttons are working correctly. The customer informed that the equipment is at eol as of december 31, 2020.